Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump display was blank. The team could control the roller pump from the central control monitor (ccm). There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: b5, d9, g4, h3 and h6. The field service representative (fsr) could not duplicate the reported complaint. The fsr replaced the roller pump display and performed verification/release testing. The unit operated to the manufacturer's specifications.

Event description:
Additional information was received that the surgical procedure was completed successfully.